Event description:
The pt with a history of cad and previous stent to the left circumflex artery. The pt had been having bilateral lower extremity claudication with a history of pvd. The pt was undergoing a right lower extremity angiography. During the procedure a perclose device was placed to close the right femoral artery, however the perclose device fractured and became impossible to remove. Vascular surgery was emergently consulted and the pt was taken to the operating room for right femoral artery exploration, removal of intravascular closure device and repair of the femoral artery. Unfortunately the device was discarded and is not available for testing.